Event description:
When the rn was in the process of converting the orth-evac to re-infuse the blood into the patient, the top of the orth-evac separated from the drainage chamber. About 100cc's of blood was lost.there was no patient harm.